Event description:
It was reported that the tubing set was unable to purge. During a myocardial ablation procedure to treat atrial flutter, a metriq irrigation tubing set was selected for use. It was observed that during air removal, air became trapped in the roller pump section and could not be fully eliminated. Troubleshooting was performed, but the issue could not be resolved, so the tubing set was replaced with a new device. After replacement, air removal was carefully performed and completed without issue. The procedure was completed using a different device of the same model. There were no patient complications. The device was infected or contaminated and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.